Manufacturer narrative:
Product event summary: the hvad was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p erformance of the device in relation to the reported event. The reported "low flows and decrease in power consumption" event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows on (B)(6) 2018to parameters below the normal operating range and 1 low flow alarm logged on (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. Of note, it was reported by the site that thrombus was observed in the inflow cannula during explant; however, as received, no tissue was present in the inflow cannula. There is no evidence of a malfunction that may have prevented the pump from performing as intended. Based on the available information, the most likely root cause of the reported event may be attributed to thrombus at the inflow cannula and/or outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath and vomiting. The patient was hospitalized for respiratory distress with low flows and decrease in power consumption due to inflow occlusion. It was further reported that a thrombus was noted in the inflow cannula during the pump explant. The ventricular assist device (vad) was exchanged. No further patient complications have been reported as a result of this event.